Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported device damaged by another device (dislodged) and slda appear to be related to procedural conditions, and due to the second clip interacting with this first implanted clip, causing slda of this first implanted clip. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
This is filed to report incomplete coaptation. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was inserted and deployed on the mitral valve. To further reduce mr, a second clip was inserted. While advancing the clip, it came in contact with the first clip, causing that clip to detach from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). To stabilize the slda, the second clip was repositioned and deployed. Mr was reduced to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.